Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a thyroidectomy where this device was used, the patient developed a hematoma. The physician does not know if it was due to the device. During the procedure, there was one incident where the resident cut without sealing. The physician then resealed and stopped any bleeding. All seals were performed properly. The device had been used with an ft10 generator, bipolar forceps and a monopolar bovie. The patient hospital stay was extended by one day, and the surgeon drained the hematoma. The patient is currently fine with no permanent injury.